Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "no alarm indicated balloon leak". The report states that the patient had an iab inserted on (B)(6), then on 27 aug blood was noted in the helium tubing. The pump gave no alarms indicating a leak. The patient underwent hemodialysis on (B)(6) and a CABG was performed on (B)(6). The iab was not removed until (B)(6) where it required surgical intervention to be removed. The patient was hemodynamically unstable and made a do not resuscitate on (B)(6) and ultimately expired that day. The physician stated the iab did not cause or contribute to the patient's death, stating that "the patient's condition experienced a decrease in hemodynamics and worsened". The cause of death was reported as "ali (acute limb ischemia)".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed based on the visual inspection of the returned device. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed ziploc bag (inp-1, inp-2). Returned with the sample was supplied 8fr teflon sheath (inp-4). Upon return, the sample was received in 2 separate sections (inp-4). Section one is an iabc bladder portion, approximately 23cm in length (inp-5). The distal tip of the bladder was noted separated and no longer attached to the iabc distal tip; all bladder material was noted present at the distal tip of the bladder (inp-6, inp-7). The iabc bladder was noted damaged near the proximal end of the bladder; the appearance of the damage is consistent with being torn/cut (inp-8, inp-9). The remaining portion of the proximal end of the bladder was not returned. Upon further inspection, damage was also noted to the bladder from approximately 3.5cm to 5cm from the distal tip of the bladder (inp-10, inp-11). The appearance of the damaged bladder is consistent with being ripped/torn (inp-11). Dried blood was noted within the iabc bladder. No other visual damage or abnormalities were noted to the iabc bladder. Section two, consisted of an iabc bifurcate including short driveline tubing and one-way valve, iabc outer/central lumen and iabc distal tip (inp-4). The one-way valve was noted connected and tethered to the short driveline tubing (inp-12). The supplied short arterial pressure tubing was noted connected to the iabc luer end; liquid blood was noted within the ap tubing (inp-12). The iabc distal tip was noted fully intact to the iabc central lumen (inp-14). A kink to the iabc flex-tip assembly (part of the iabc central lumen) was noted at approximately 4cm from the iabc distal tip (inp-15). The iabc flex-tip assembly (part of the iabc central lumen) was noted damaged/partially broken at approximately 5.3cm from the iabc distal tip (inp-15). Numerous bends to the iabc central lumen were noted at approximately 20.5cm, 22.2cm, 37.5cm and 50cm from the iabc distal tip (inp-16, inp-17, inp-18). The iabc outer lumen was noted damaged from approximately 32.2cm to 33.5cm from the iabc distal tip (inp-19, inp-20, and inp-21). The proximal end of the bladder noted damaged, and the damage noted to the proximal end of the bladder is consistent with being cut (inp-22). Dried blood was noted within the iabc short driveline tubing. The returned 8fr teflon sheath appeared used; dried blood was noted on the interior surfaces of the teflon sheath extrusion (inp-23). The teflon sheath extrusion was noted damaged; bucking was noted throughout the sheath extrusion (inp-24). The distal tip of the teflon sheath was noted damaged (inp-25). The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. Upon flushing, air was noted leaking from the previously confirmed damaged/partially broken iabc flex-tip assembly (anp-1). A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 4cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 29.8cm and 44.3cm from the iabc luer, which are the locations of the previously noted bends. Then the guidewire could not advance at approximately 60.1cm from the iabc luer. No blood or debris was noted. The leak test was unable to be performed on the returned iabc due to the returned state of the device (various damages noted). It could not be confidently determined that which damage occurred first or what caused the reported complaint. The returned 8fr teflon sheath was aspirated/flushed. Some blood specs were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of how the blood entered the helium pathway was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "no alarm indicated balloon leak". The report states that the patient had an iab inserted on 19 aug, then on 27 aug blood was noted in the helium tubing. The pump gave no alarms indicating a leak. The patient underwent hemodialysis on 28 aug and a CABG was performed on 29 aug. The iab was not removed until 30 aug where it required surgical intervention to be removed. The patient was hemodynamically unstable and made a do not resuscitate on 31 aug and ultimately expired that day. The physician stated the iab did not cause or contribute to the patient's death, stating that "the patient's condition experienced a decrease in hemodynamics and worsened". The cause of death was reported as "ali (acute limb ischemia)".

Event description:
Reported as "no alarm indicated balloon leak". The report states that the patient had an iab inserted on 19 aug, then on 27 aug blood was noted in the helium tubing. The pump gave no alarms indicating a leak. The patient underwent hemodialysis on 28 aug and a CABG was performed on 29 aug. The iab was not removed until 30 aug where it required surgical intervention to be removed. The patient was hemodynamically unstable and made a do not resuscitate on 31 aug and ultimately expired that day. The physician stated the iab did not cause or contribute to the patient's death, stating that "the patient's condition experienced a decrease in hemodynamics and worsened". The cause of death was reported as "ali (acute limb ischemia)".

Manufacturer narrative:
(B)(4) in section d provided the full UDI # UDI related data quality updates only** other remarks: n/a corrected data: n/a